Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found there was abnormal sound inside the device due to a detached power unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit had an abnormal sound inside the device. The issue was observed during reprocessing. The patient was not under anesthesia and no delay, injury, death, or serious injury to the patient or user was associated with this event. The device was returned to olympus for a device evaluation and found the screen blacks out occasionally due to a defective printed circuit board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4, h6. The e1 "telephone number" field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the screen blackout was caused by a failure of the printed circuit (cr) board. The root coause was attributed to component failure. Olympus will continue to monitor field performance for this device.